Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the disposable would slow down and the lights on the device would flash. The speed setting was increased and the problem persisted. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.